Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
This report is for patient¿s ipg implanted for thoracic/lumber system. It was reported the patient¿s ipg was deemed inoperable. In turn, the ipg was explanted and replaced which resolved the issue.

Manufacturer narrative:
In initial report serial number, lot number, expiration date, and manufacturing date was unintendedly reported incorrect. This report consists of right information.